Event description:
It was reported that this programmer had screen frozen. The programmer remains in service. There was no patient involvement. Additional information indicated that it was during interrogation that the screen froze. Moreover, troubleshooting was done, and issue was resolved.

Manufacturer narrative:
Laboratory analysis was unable to be performed as this programmer was not returned. It was unable to be determined how or why the touchscreen became unresponsive during pacing threshold testing. No error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior.

Manufacturer narrative:
Correction to device code instrument to integrated programmer, per cis request. Laboratory analysis was unable to be performed as this programmer was not returned. It was unable to be determined how or why the touchscreen became unresponsive during pacing threshold testing. No error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior.

Event description:
It was reported that this programmer had screen frozen. The programmer remains in service. There was no patient involvement. Additional information indicated that it was during interrogation that the screen froze. Moreover, troubleshooting was done, and issue was resolved.